Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ls 25ga 5/8in had scale marking issues. The following information was provided by the initial reporter, translated from chinese to english: pre-use inspection reveals poorly printed scales.

Event description:
It was reported that the bd syringe 1ml ls 25ga 5/8in had scale marking issues. The following information was provided by the initial reporter, translated from chinese to english: pre-use inspection reveals poorly printed scales.

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.